Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation on 07/18/2018. The device was visually inspected, and pass. Performed voltage test and passed. Performed a pairing test with (B)(4) bluetooth device and failed. Transmitter functional tests were unable to be performed. Performed share log review and loss of connection was found. The reported event of a loss of connection was confirmed. The probable cause of the connection loss is a defective transmitter.

Manufacturer narrative:
(B)(4). The patient experienced a product problem on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 06/06/2018 that on (b)(64) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.